Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in the secondary vector. The s-ICD was reprogrammed to the primary vector were the patient then received an inappropriate shock due to oversensing of noise. The patient will likely get a system upgrade soon, but for now the s-ICD remains in service. No adverse patient effects were reported.